Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins had been inoperative for a while now. No other details were known to caller. Technical support services  reviewed that the patient is not eligible for lumbar scan. No further complications were reported.